Event description:
It was reported the patient had chest pain with deep inspiration. A right pneumothorax was noted six days post implant. The hospital stay was prolonged and it was reported to be resolved within three weeks. The lead remains active. No further patient complications have been reported as a result of this event.